Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused nose bleeds and asthma. The patient did not report receiving any medical intervention. Section d4 - the serial number was reported incorrectly and has been updated in this report

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused nose bleeds and asthma. The patient did not report receiving any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on aug 09, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose bleeds and asthma that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Addational information was received that the patient as alleged visualization of particles, difficulty breathing/short of breath. Section h6 clinical code was updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nose bleeds and asthma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.